Manufacturer narrative:
The reported event was confirmed as a supplier related issue. Received sample in open packaging. Per the visual inspection, black foreign material was observed inside the inlet tube. It was confirmed that this foreign material had come from the supplier. The sample was sent to the supplier to determine the root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use in patients who are or have been allergic to natural rubber latex". (B)(4).

Event description:
It was reported that there was foreign material inside the middle of the tube. It was found after opening the package prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was foreign material inside the middle of the tube. It was found after opening the package prior to use.